Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an episode of sinus tachycardia followed by onset of a ventricular arrhythmia. This subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting/oversensing during the arrhythmia. The device then delivered a shock due to the presence of the ventricular arrhythmia, however, the initial shock was unsuccessful in terminating the rhythm. The device then exhibited intermittent undersensing following the delivered shock. A second shock was then delivered and successfully converted the arrhythmia. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.